Event description:
It was reported by service report that the foot end brakes are not holding properly and the footboard has intermittent power. No pt involvement or adverse consequences were reported.